Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's first implantable neurostimulator (ins) stopped working after 6 months in (B)(6) 2013. The manufacturer representative came down when it stopped working. No symptoms, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.